Event description:
The customer's father stated that the customer was hospitalized due to hyperglycemia. The customer's father stated that the customer had received numerous alarms in the insulin pump, and that the customer became so frustrated that he threw the insulin pump, against a table, damaging it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.